Event description:
Per the clinic, the patient underwent procedures in (B)(6) 2009, (B)(6) 2010, (B)(6) 2011 (exact dates not reported) to reduce an overgrowth of skin around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.